Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the evaluation of the images provided, it could be confirmed that two stents were placed in overlapping technique in the sfa. Based on the images, the stent in the distal position was neither twisted nor fractured. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- and/or post-dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement and subsequent stent fracture. In this case, pre- and post-dilation was performed and no difficulties in advancing or retracting the device were experienced. The tracking path was reported to be calcified and there was no irregularity of the stent strut structure detected immediately post stent deployment. On the basis of the information available and the evaluation of the images provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent deployment procedure. Also the IFU states that stent fracture is a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent solo vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." Also the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended.

Event description:
It was reported that approximately 19 months post implantation of two stents in the sfa in overlapping technique, during an angioplasty procedure under guided fluoroscopy the stent was found to be twisted and fractured. This complaint addresses the stent in the distal position. Reportedly, pre- and post-dilation was performed and no difficulties in advancing or retracting the device were experienced. The tracking path was reported to be calcified and there was no irregularity of the stent strut structure observed immediately after stent deployment. It was further reported that another stent was used for patient treatment. There was no reported patient injury. This is the same patient as reported in medwatch report with patient ID # (B)(6).

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details to bard.

Event description:
It was reported that approximately 19 months post implantation of the vascular stent in a pre-dilated lesion in the sfa via access through the right cfa, during an angioplasty procedure the stent was found to be twisted and fractured in several areas. An additional stent was placed to refurbish the damaged stent. There was no reported patient injury. This is the same patient as reported in medwatch report with patient ID # (B)(6).